Event description:
The client noticed that the nobel active 3.0 tibase and lab analog were cold-welded together so tightly that he couldn't move forward with the case. Defect during manufacturing: unsuitable connection (unigrip), dimension and lengthwise (oversized).